Event description:
Customer reported device = hi for two days. Customer went to the hospital and their device = 165 mg/dl. No treatment was received. No controls used. A request was made for return product and replacement product was sent.